Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/17/2020. H.6. Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that when removing the shield, the needle with the shied was separated from the barrel. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when the shield was removed. Unable to perform DHR check for needle hub separates due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the barrel.